Event description:
Refence number (B)(4). Event occured in the united arab emirates. It was reported that the patient faced a bent infusion set cannula event on 22-feb-2026. The insertion site was the abdomen, and the infusion set had been in use for one day. The bent cannula resulted in a high blood glucose level, and the patient was treated with insulin pen. No further information is available